Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. Serial number is not reported in complaint. Per swi, (B)(4) complaint investigation, if serial number not available, then complaint history review (chr) is not required. Serial number is not reported in complaint. Per swi, (B)(4) complaint investigation, if serial number is not available, then device history review (DHR) is not required. Upon investigation of the actual device used in this incident, it was determined that the cubie of drawer 01 07 was assigned as lorazepam 2mg/ml instead of being assigned to the key itself and lorazepam inj was in the locked fridge. A technical support specialist advised them to reach out to their pharmacy to have them de-assign the med from 01 07 and assign the key instead as that location should be assigned to the fridge key. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported by the customer that a bd pyxis¿ medbank mini system key was not assigned in the cabinet when trying to issue lorazepam 2mg/ml inj. There were no adverse events or injuries reported based on this incident.